Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). The customer alleged discrepant results when testing 6 separate collections from a single patient with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system, lots g06564, and g06568 compared to a competitor assay. A review of the data suggests that one of the samples was near the limit of detection (lod). An investigation was performed and no product problem was identified. Although unknown, it is likely the discrepancy for the non-lod samples, are due to a potential mutation or differences in technology. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. The customer from (B)(6), alleged discrepant results when testing 6 separate collections from a single patient with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system, lots g06564, and g06568, and their own in house test run on abi. It was alleged that all 6 results generated with the roche test generated a target 1 negative and target 2 positive result compared with target 1 and target 2 positive results on the customer's own in house test run on abi. It was indicated in the case that all 6 samples were pretreated with mp96 external lysis buffer, a workflow that is not recommended by the method sheet. Per the methods sheet: this test is intended to be used for the detection of sars-cov-2rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9%physiological saline. Pretreating the samples with mp96 external lysis buffer could potentially affect the CT generated. A review of the curves looked normal and showed no abnormalities. The roche controls contained in the alleged runs were valid and performed within the acceptable ranges. Sample 1 generated a target 2 positive with a CT value of 37.84, which would be indicative of a sample near the limit of detection (lod) of the assay. The remaining 5 samples had target 2 CT values that could potentially be considered to have a 100% hit rate based on table 15 in the method sheet. Although requested, the customer was not willing to return the remaining sample and instead decided to sequence the samples themselves. No additional information has been provided. Although unknown, the presumptive positive results generated by the customer that are not near the lod could be due to a mutation in the target 1 target region in the oligo binding sites causing target 1 not to be picked up as stated in the method sheet. As with any molecular test, mutations within the target regions of cobas® sars-cov-2 could affect primer and/or probe binding resulting in failure to detect the presence of viruses. Also stated in the method sheet: for samples with a presumptive positive result, additional confirmatory testing may be conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Additionally, the discrepancies could potentially be due to the differences in technology. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Based on all of the information provided in the case supports that the test is functioning as intended. It is unknown if the discrepancy alleged by the customer could be due to a potential mutation or differences in technology.